Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery (ata). A 4.5 fr non-bsc introducer sheath was placed. After a non-bsc guidewire was advanced to cross the lesion, a 1.20mm coyote¿ balloon catheter was advanced to dilate the lesion. Subsequently, a 2.0mm x 100mm x 150cm mr coyote¿ balloon catheter was advanced to perform another dilation. However, upon the first inflation, the balloon ruptured at 10 atmospheres at a duration of 10 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of coyote balloon catheter. There was blood in the wire lumen. The balloon was tightly folded and magnified inspection did not reveal any damage or irregularities. Magnified inspection of the proximal band did not reveal any damage or irregularities. Magnified inspection of the markerbands did not reveal any damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery (ata). A 4.5 fr non-bsc introducer sheath was placed. After a non-bsc guidewire was advanced to cross the lesion, a 1.20mm coyote¿ balloon catheter was advanced to dilate the lesion. Subsequently, a 2.0mm x 100mm x 150cm mr coyote¿ balloon catheter was advanced to perform another dilation. However, upon the first inflation, the balloon ruptured at 10 atmospheres at a duration of 10 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).